Manufacturer narrative:
Follow-up # 1 date of submission 12/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: a review of the pump histories showed a replace cartridge alarm occurred on (B)(6) 2016 and insulin delivery never resumed. . The last bolus delivery was a 1.0 unit bolus on (B)(6) 2016. The total daily dose added up correctly and reflected the programmed basal rate targets. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump passed a delivery accuracy test and was found to be operating within required specification and delivery accurately. No defects were found on investigation therefore the investigation was unable to duplicate the initial ¿inaccurate delivery¿ complaint. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.